Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("uncertainty regarding an image compatible with an essure fragment in the right") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced device breakage (seriousness criteria medically important and intervention required), pelvic pain ("pain") and pelvic discomfort ("discomfort"). The patient was treated with non-drug therapy (total laparoscopic hysterectomy & bilateral salpingectomy). At the time of the report, the pelvic pain and pelvic discomfort had resolved. The outcome of device breakage was unknown. No causality assessment was received for essure with regard to device breakage, pelvic pain or pelvic discomfort. The reporter commented: on (B)(6) 2019, she was admitted to the gynaecology department transvaginal tape (tvt) repair and removal of essure. The following procedures were carried out: bilateral salpingectomy, esssure removal and transurethral resection of transvaginal tape. She was discharged on (B)(6) 2019. According to a report from the gynaecology department, during the intervention the left essure was completely removed, but the proximal end of the right essure was not found. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram pelvis] on (B)(6) 2019: where a small metallic structure was observed in the right uterine horn. [Ultrasound scan] on (B)(6) 2020: uncertainty regarding an image compatible with an essure fragment in the right uterine horn. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("uncertainty regarding an image compatible with an essure fragment in the right uterine horn") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced device breakage (seriousness criteria medically important and intervention required), pelvic pain ("pain") and pelvic discomfort ("discomfort"). The patient was treated with non-drug therapy (bilateral salpingectomy and total laparoscopic hysterectomy). At the time of the report, the pelvic pain and pelvic discomfort had resolved. The outcome of device breakage was unknown. No causality assessment was received for essure with regard to device breakage, pelvic pain or pelvic discomfort. The reporter commented: on (B)(6) 2019, she was admitted to the gynaecology department transvaginal tape (tvt) repair and removal of essure. The following procedures were carried out: bilateral salpingectomy, esssure removal and transurethral resection of transvaginal tape. She was discharged on (B)(6) 2019. According to a report from the gynaecology department, during the intervention the left essure was completely removed, but the proximal end of the right essure was not found. On (B)(6) 2020, she had a gynaecological ultrasound : uncertainty regarding an image compatible with an essure fragment in the right uterine horn. On (B)(6) 2020, given that the discomfort and pain did not cease and in view of the continuing risk and the patient's concern, a total hysterectomy was performed laparoscopically to remove essure, which revealed that a portion of essure was in the right horn. After a normal postoperative care, she was discharged on (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram pelvis] on (B)(6) 2019: where a small metallic structure was observed in the right uterine horn [ultrasound scan] on (B)(6) 2020: uncertainty regarding an image compatible with an essure fragment in the right uterine horn. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-aug-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.